Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes have demonstrated the presence of gel particulate matter in the serum sample which lead on to affecting the sampling probes on our analyzers. The following information was provided by the initial reporter. The customer stated: "we are finding a number of spurious patient results generating from our analyzers. Our investigations have demonstrated the presence of gel particulate matter in the serum sample which lead on to affecting the sampling probes on our analyses."

Manufacturer narrative:
H.6. Investigation summary: material #: 367986, lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing and erroneous results was not observed. The photo provided showed 3 used tubes. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendations: sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high-quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters should be reviewed for this tube type.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes have demonstrated the presence of gel particulate matter in the serum sample which lead on to affecting the sampling probes on our analyzers. The following information was provided by the initial reporter. The customer stated: "we are finding a number of spurious patient results generating from our analyzers. Our investigations have demonstrated the presence of gel particulate matter in the serum sample which lead on to affecting the sampling probes on our analyses."